Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 48 mg/dl. The customer had not reported any symptoms and treated low blood glucose by eating carbs. Customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.